Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient suffered from pelvic pain, inflammation, urinary incontinence, mesh erosion, and dyspareunia. On (B)(6) 2008, the patient underwent an additional surgery to remove the device. It was noted that pelvic scar tissue was present, due to mesh erosion. All other information is unknown and unavailable.